Manufacturer narrative:
(B)(4). Correction/removal report number: 3010291427-09/12/2018-001-r. The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured may 03, 2018 - may 04, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.